Event description:
It was reported that the safety feature was difficult to work when the needle was removed after infusion. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of resistance during safety mechanism activation was confirmed; however, the root cause was not identified. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample. The safety mechanism was engaged over the needle tip. A bend was observed in the needle shaft just proximal of the safety mechanism metal sleeve. Microscopic inspection of the safety mechanism was unremarkable. Inspection of the needle shaft revealed multiple longitudinally aligned scoring marks just proximal of the bent region. The safety mechanism was fully engaged upon receipt; however, the bend in the needle shaft and the scoring marks leading into the bent region suggested that resistance was encountered during activation due to the bend. The cause of the bend could not be identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include needle contact with the bottom of the indwelling port reservoir and device manipulation prior to use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the safety feature was difficult to work when the needle was removed after infusion. There was no reported patient injury.